Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 10 retained samples were visually inspected, no bent barrels were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was plunger difficult to move. The following information was provided by the initial reporter: translated to english. The customer stated: "when opening the abg, it found that the barrel was bent."